Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a cuff miss occurred during attempted suture placement using the proglide device in the left common femoral artery using the perclose technique prior to an interventional procedure. The arteriotomy was 6f and although the target artery was mildly calcified with mild tortuosity there was no calcification or tortuosity noted at the access site. A second proglide device was used for successful suture placement. The sheath was upsized to a 14fr and the interventional procedure was completed and hemostasis was achieved with the second proglide pre-placed suture. There were no reported adverse patient sequelae. No clinically significant delay during the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.